Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the patient is hospitalized with a broken shoulder as a result of a fall.

Event description:
The patient received two leads with the same lot number. It was reported, the patient is without effective coverage to the painful areas. In addition, overstimulation is felt in her feet. Follow-up identified the patient may undergo a peripheral nerve stimulation trial as the next course of action.